Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the software configuration issue. A technical support specialist configured service from disabled to automatic and restarted the service. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system patients not flowing to emh-ER. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.